Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to wandering baseline. The field representative information to boston scientific technical services (ts) including post-op chest x-ray and x-ray from the emergency room visit. The device was reprogrammed and everything has look good since. The field representative reported that they did rub the sternum at implant and no air bubbles were noted on x-ray; no wandering baseline noted at implant. No adverse patient effects were reported. Remains in service.